Event description:
A ventilator was returned to the manufacturer alleging initial power up issue occurred on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed since the device powered up. There was no part replaced on the device. Additional findings not related to the malfunction/issue was the device not connecting to the test tool. The interface board would need to be replaced to address the issue. There was no part replaced and/or repair made to the device, and it will be scrapped.